Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Ivc territory business manager, the right side of the base has issues with the walking beam. Also, the battery box is causing an issue that the right caster would stay in the upright position. MDR filed.